Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The dimensions to be measured were determined that they met the drawings and the ao/aisf specifications. According to the damages, the screw was anchored and broke due to heavy mechanical stress during removal. It can clearly be seen that the cortex screw driver was twisted/deformed. The sleeve part was not returned for evaluation. There is no indication for a material or production defect. The lot number is unknown therefore a review of the device history record could not be completed.

Event description:
Screw head broke off during screw removal. This is 1 of 1 report for complaint (B)(4).